Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-08-16 investigation summary: one 20039e7d sample from lot 20125459 was received in sealed packaging for investigation. One bd posiflush 10ml syringe was also received to assist the investigation. A visual inspection of the returned 20039e7d sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. In an attempt to replicate the customer's experience the returned syringe was connected to the 20039e7d sample; no flow restrictions or occlusions were identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125459 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite extension set. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature (CAPA) 1998036. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned sample, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the reported occlusion was not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months.

Event description:
It was reported that 5 smallbore 6 inch ext vlv, 7 day tubing sets could not be primed due to flow issues/blockage. The following information was provided by the initial reporter: "the smartsite extension set cannot prime with fluid due to resistance and unable to be used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 20039e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125459. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125459 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation via CAPA# (B)(4) to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and the affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months.

Event description:
It was reported that 5 smallbore 6 inch ext vlv, 7 day tubing sets could not be primed due to flow issues/blockage. The following information was provided by the initial reporter: "the smartsite extension set cannot prime with fluid due to resistance and unable to be used."